Event description:
The recipient is reportedly experiencing headaches with and without device use at the implant site. The recipient has been given several antibiotics, however, the issue does not resolve. In addition, the recipient has difficulty with blood pressure and experiences worse headaches when there is abnormal levels to blood pressure. Programming adjustments were made and resulted in improvement. The recipient is being monitored.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's headaches and pain have resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.